Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary 50 representative samples in closed packaging were returned for investigation. The representative samples were subjected to visual inspection no abnormalities was observed on all returned samples. The sample was subjected to leak test. The result shows the sample passed the catheter leak test investigation conclusion: no abnormalities was observed on all the returned samples and all returned samples had passed the leak test. Root cause description the root cause cannot be confirmed as no abnormalities was observed on all the returned samples and all returned samples had passed the leak test. DHR- device history of packaged needle (pn) batch 7265193, catalog number 382423 and its assembled needle (an) batch 7265233 and 7236402, part number 8365077 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch.

Event description:
It was reported that during use, a bd angiocath¿ plus was found ¿leaking between the connection of the hub and tube.¿ there was no report of injury or medical intervention reported.